Manufacturer narrative:
The MDR is being filed as a conservative measure. There were no patient sequela, and full flow was restored to the limb. The results of the investigation are attached.

Event description:
One patient involved. Dr (B)(6) was treating a diffusively diseased sfa with significant calcium in a patient with single vessel runoff he decided to use a vanguard 6x200mm to prevent any distal emboli he did two separate inflations in the diseased vessel after he was satisfied with the result was fully deflated, he closed the filter and began to withdraw the device-as filter met the 6fr sheath he got significant resistance coming into the sheath. -dr (B)(6) repositioned the catheter and sheath a few times under fluoro and was still having trouble pulling catheter into the sheath at some point he realized the filter was deformed and could not exit the sheath. He decided to pull the entire sheath and vanguard catheter out through the access site. He was unable to do so and he also noticed at this point the filter had detached from the catheter dr (B)(6) went in and tried several maneuvers to get the now detached filter out of the vessel to no avail. At this point he had done enough to have the filter, which was now just a wire pressed against the wall of the common femoral, not obstructing flow at all.-dr (B)(6) left this and his plan as he stated was to most likely go back in when the patient returns (presumably for another procedure) and potentially stent the remaining filter against the wall of the vessel. He did say the patient does not want surgery under any circumstance.